Manufacturer narrative:
Addendum: the adjudication minutes state that the previously diagnosed hypoperfusion was in fact an ischemic stroke as the patient required an additional 5 days of hospitalization. The tia was treated with medications. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by (B)(4) registry, the patient was diagnosed with a transient ischemic attack (tia) which occurred during post dilation. Approximately seven hours post procedure the patient had gradual aphasia, dysarthria and right hemiparesis. The patient was deemed to have had cerebral hypoperfusion. At the time of the index procedure, angiography revealed a 95% stenosis of the left proximal of internal carotid artery. The lesion was described as 25mm in length, mildly calcified. The reference vessel was 8mm in diameter. The patient's pre-procedure stroke scale scores were 0. The patient was asymptomatic. An angioguard with an 8mm basket was deployed beyond the lesion, after being pre-dilated. An 8 x 30mm precise pro rx stent was implanted at the target lesion, with 0% residual stenosis. During post dilation the patient experienced aphasia and right hemiparesis. The patient was diagnosed with a transient ischemic attack (tia). The onset was sudden and the patient fully recovered by the end of the procedure. Emergent surgery was not required. This event was reported to be related to the cordis stent. Approximately seven hours post procedure the patient had gradual aphasia, dysarthria and right hemiparesis. The patient was admitted to the neuro intensive care unit with the belief that he had experienced a post-procedure stroke. However, CT scans were negative for a bleed, and post-procedure ultrasounds were also negative. The onset was sudden and the patient fully recovered without treatment 3 days post-procedure without residuals. By discharge, the patient was deemed to have had cerebral hypoperfusion. The patient was discharged six days later. This event was reported to be related to the index procedure. Prior to the procedure, the patient had no prior neurological symptoms and their nihss pre-procedure was 0/42. Thrombus was not noted pre or post stent deployment.

Manufacturer narrative:
The cc has been updated to reflect receipt of the adjudication minutes. The adjudication minutes of (B)(6) 2010 received (B)(6) 2010 state that the previously diagnosed hypoperfusion was in fact an ischemic stroke. The previously entered code of hypoperfusion will be removed and ischemic stroke will be added as a reportable event as the patient required an additional 5 days of hospitalization. After review of the adjudication minutes, new information shows that the previously coded non-reportable event of tia was treated with medications. As such the tia will be changed to a reportable event. There are no other changes to the file. As reported by (B)(4) registry, the patient with a precise stent implanted in the left proximal internal carotid artery was diagnosed with a transient ischemic attack (tia) which occurred during post dilation. Approximately seven hours post procedure the patient had gradual aphasia, dysarthria and right hemiparesis which was diagnosed as an ischemic stroke. The onset of the tia was sudden and the patient fully recovered by the end of the procedure. Medical treatment was provided and emergent surgery was not needed. This event was reported to be related to the cordis stent. Approximately seven hours post procedure, the patient had gradual aphasia, dysarthria and right hemiparesis. The patient was admitted to the neuro intensive care unit with the belief that he had experienced a post-procedure stroke. CT scans were negative for a bleed, and post-procedure ultrasounds were also negative. The onset was sudden and the patient fully recovered without treatment 3 days post-procedure without residuals. Adjudication minutes diagnosed this as an ischemic stroke. The patient was discharged six days later. A review of the manufacturing documentation associated with both lots involved presented no issues during the manufacturing process that can be related to the reported complaint. A review of each lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. The act of post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure, may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.